Event description:
In 2007, the patient reported experiencing elevated blood glucose of 528 mg/dl and he felt "light-headed" and began "stuttering." His normal blood glucose level is below 200 mg/dl. He used insulin injections to lower his blood glucose. Troubleshooting did not reveal any issues with the patient's infusion device or accessories. Upon follow up four days later, the patient stated he was feeling "ok" and had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.